Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging imprecision issues with inratio value. On (B)(6) 2013 inratio 1.5 repeat inratio 2.5. Minutes between testing. Patient's therapeutic range 2.5 - 3.5.